Manufacturer narrative:
No lot number was provided by the customer; therefore, a review of the manufacturing device history record could not be performed. 22 samples were received from the customer for review. A visual examination showed no obvious defects. Testing showed the root cause to be that the diameter of the 22 canisters were out of specifications but not detected by the production operator during inspection. Testing for diameter specification for the guardian ii canisters will be completed in our laboratory and not on the production floor. We will continue to monitor trends for this issue.

Event description:
Customer reported that blue top suction canister was not holding suction when used with an ng tube. There was no delay in procedure and no injury. The event date is unknown.